Manufacturer narrative:
D4 has been updated (lot number).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient underwent a revision surgery on (B)(6) 2025 due to the post of one (1) legion hfps 7-8 9mm insert being broken, in which the device was explanted and exchaged with a s+n device. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection finds the legion high flex insert significantly worn and discolored. One area of the posterior edge of the superior surface is deformed with significant material loss and the post is fractured off and the end was returned separately. The insertion/extraction slot on the inferior surface is fractured and the lock detail is slightly deformed in several areas. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation concluded that the x-ray photo of the patient left knee does not definitively confirm the adverse event but there may be a piece of the insert anterior to the knee seen inferior to the lower pole of the patella, however, this does not aid in determining the clinical root cause. The instructions for use for knee systems, does warn ¿that the device does not replace normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma.¿ based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined. Nor could it be concluded that the reported adverse event was related to a mal performance of the implant or implant failure. The patient impact beyond the revision and subsequent convalescent period could not be determined since the patient¿s current health status was not provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of polyethylene shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: result of investigation has been updated. The associated device was returned and evaluated. A visual inspection finds the legion high flex insert significantly worn and discolored. One area of the posterior edge of the superior surface is deformed with significant material loss and the post is fractured off and the end was returned separately. The insertion/extraction slot on the inferior surface is fractured and the lock detail is slightly deformed in several areas. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation concluded that the x-ray photo of the patient left knee does not definitively confirm the adverse event but there may be a piece of the insert anterior to the knee seen inferior to the lower pole of the patella, however, this does not aid in determining the clinical root cause. The instructions for use for knee systems, does warn ¿that the device does not replace normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma.¿ based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined. Nor could it be concluded that the reported adverse event was related to a mal performance of the implant or implant failure. The patient impact beyond the revision and subsequent convalescent period could not be determined since the patient¿s current health status was not provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of polyethylene shall be controlled. A lab analysis performed on the device revealed that the knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.